Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out and experienced high blood glucose. The customer¿s blood glucose at time of incident was 299 mg/dl and the current blood glucose level was 279. The customer also experienced high blood glucose readings and treated level with bolus. The customer does not allege insulin pump was under delivering. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime anomaly noted during testing. Device had cracked lcd window. (B)(4).